Manufacturer narrative:
Return of product has been requested. Product and lot number not returned by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell off while brushing / defective brush heads [device breakage]; brush head was very loose [device connection issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that she had purchased a 5 pack of oral-b power oral care refills precision clean for her oral-b rechargeable toothbrush type 3757 and after using the first one, she noticed that the brush head was very loose and it fell off while brushing. She noted that she had held on to the defective brush heads. No symptoms developed.